Event description:
Upstream occlusion alarm.

Event description:
Device history record were reviewed, no event linked to the reported issues was observed. Device log was reviewed and several uptream occlusion alarms were found. Occlusion alarms are triggered to alert the user of a need to attend the infusion but this is not an indication of a functional issue with the device. Therefore, data found in the log are not sufficient to confirm any defect with the reported device. The device was received at infusystem and its repair was performed by their technical team. Intermittent upstream occlusion alarms were triggered even after calibration. The reported event was therefore reproduced. Due to this issue and as per technical service manual instructions, recommended repair actions were to replace the upstream pressure sensor. The reported event is confirmed and is due to a defective pressure sensor. Complaints have been reported lately for issues with defective pressure sensors. This is being addressed with a CAPA opened in july 2020. To our knowledge no patient consequences have been reported. This complaint is valid. Action was initiated for this issue as per our local procedures. The trend is abnormal and reported risk is lower than estimated risk.